Event description:
It was reported the this right ventricular as surgically abandoned due to unknown reason. A new lead was placed and no additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.